Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, although the pump was not currently displaying this discrepancy. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to call back for troubleshooting if the issue persists. The customer acknowledged the instructions and continued using the pump for insulin therapy.